Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. The pump was also received with moisture damage on the motor, battery tube, and vibrator assembly. There was no moisture damage was found on the keypad assembly. They were unable to perform full functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test due to the blank display. There was no cosmetic damage noted during physical inspection.

Event description:
The customer reported via phone call that she got the insulin pump wet and the screen is blank. Customer stated that she was told she can go swimming with the pump on. When the customer went swimming, the pump screen went blank. Customer's blood glucose was 124 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.